Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received pump error 35 (a broken force sensor was detected during seating or regular delivery) and had a blank display. The pump was dropped 6 inch dropped on water. The customer reported a blood glucose value of 367 mg/dl and a current blood glucose value of 185 mg/dl. The customer experienced hyperglycemia and was treated with a manual injection. The event involved product(s) mmt-342, mmt-431ak, and mmt-1884l. Troubleshooting was performed for the general documentation. Troubleshooting was performed for the pump error alarms, and the customer reported receiving a pump alarm. The customer was not able to clear the alarm. Troubleshooting was performed for the blank display, and the battery cap contacts and battery compartment and/or springs are not damaged. The display did not return after inserting a new battery. Troubleshooting was performed for the high blood glucose. The customer was using the pump within 48 hours at the time of the event, and the auto mode feature was not active at the time of the event. No further patient complications were reported. No product return is required for mmt-342. Mmt-431ak return requested, and the customer agreed to return the device. The customer was instructed to revert to the backup plan per the health care professional's instructions. Mmt-1884l return requested, and the customer agreed to return the device.

Manufacturer narrative:
Pump immediately alarmed an open book image once installing an aa battery, no blank display was noted. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test, self test, and displacement accuracy test due to critical pump error (open book image). Test p-cap and reservoir locks properly into the reservoir compartment. Successfully downloaded pump history files and traces using thump software. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Pump delivered 186 bolus deliveries on (B)(6) 2025 at 00:04:33.000 to 21:31:03.000. Critical pump error (open book image) alarm confirmed and was triggered by a pump error 35 fatal alarm confirmed in the history files on (B)(6) 2025 at 21:35:39.000 due to moisture damage on the force sensor. Pump was cut open to perform visual inspection and found evidence of moisture damage on the electronic assembly, motor, and force sensor. The following were also noted during visual inspection: cracked case, scratched case, stained keypad overlay, cracked case (battery tube), cracked case-corner of belt clip rails, and pillowing keypad overlay. Critical pump error (open book image) alarm confirmed due to pump error 35. Pump error 35 alarm confirmed problem isolated to the force sensor due to moisture damage on the force sensor. Exposed to moisture was confirmed. Moisture damage was found on the electronic assembly, motor, and force sensor. Cosmetic damage at the label was not confirmed, however other cosmetic damage was noted. Unable to verify customer's complaint for blank display due to critical pump error (open book image). Unable to verify customer's complaint for high bg's. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.